Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced an unspecified malfunction which occurred 9 days after the sensor had been inserted in the abdomen. The patient experienced a hypoglycemic event overnight and was in a "comatose state¿ and ¿did not wake up in the morning¿. It is unknown who called an ambulance, but the patient had to be resuscitated by paramedics and was subsequently hospitalized. The patient was treated with an intravenous glucose solution. No information was available about what the cgm (continuous glucose monitor) device was showing during the event and which possible error could have contributed to the hypoglycemic event. The patient did also not remember any cgm or blood glucose reading from any time during the event. At the time of the report, which was the day after the event, the patient was discharged. Data was evaluated and the allegation was confirmed. A review of performance data shows that the patient¿s high alert was set to 13.8 mmol/l, his signal loss alert was disabled, and the always sound feature was enabled. Data investigation shows that the patient¿s estimated glucose values were in target range throughout the entire evening on (B)(6) 2023 but started to gradually rise around midnight on (B)(6) 2023 through several periods of intermittent signal loss. At 1:24 am, the patient reached the user high alert threshold and received a high alert at partial volume with an egv (estimated glucose value) of 13.8 mmol/l. At 1:29 am, the patient received a second high alert at partial volume with an egv of 14.4 mmol/l. At 1:34 am, the patient received a third alert, this time at full volume, with an egv of 14.8 mmol/l. The patient received two additional high alerts at full volume at 1:39 am and 1:44 am (with egvs of 15.2 mmol/l and 15.4 mmol/l respectively), and then entered a period of signal loss. The availability of backfilled data shows that the patient¿s egvs continued to rise throughout the signal loss and the patient continued to receive high alerts at full volume every five minutes throughout the signal loss as the initial high alert was never acknowledged. By the time the patient¿s signal returned at 3:44 am, the patient¿s egvs had reached 20.2 mmol/l. He received another three readings (all accompanied by high alerts at full volume) at 3:49 am, 3:54 am, and 3:59 am ¿ with egvs of 20.4 mmol/l, 20.1 mmol/l, and 19.8 mmol/l respectively. The patient then entered another period of signal loss which lasted until 9:09 am. The availability of backfilled data shows that the patient¿s egvs were steadily dropping during this second period of signal loss. However, the patient still continued to receive high alerts for nearly the entire duration of this signal loss period as the high alert had still not been acknowledged. The alert was finally acknowledged at 9:06 am, just a few minutes before the signal returned. The first egv the patient received after the signal returned was a reading of 7.3 mmol/l at 9:09 am. Although a comparative meter calibration is not present in the data during the investigation window captured above, performance data suggests that the cgm was reading inaccurately as the patient experienced a hypoglycemic event while his cgm readings were high for the majority of the night. No additional patient or event information is available.